Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) that indication for use included rubal tremor. Relevant medical history included multiple sclerosis. The rep could not get telemetry readings from the implantable neurostimulator (ins). The system was still working as the tremor was controlled and the patient was asymptomatic. The nurse has visited the patient twice over two weeks. The first time, the nurse just had their clinician programmer. The patient is non weight bearing so the nurse tried all ways with the patient in her wheel chair, then had her lay on her bed and side so that the ins was pushed forward; couldn't get any telemetry readings at all and couldn't communicate. The nurse went back yesterday with a fairly new clinician programmer, to ensure it wasn't their clinician programmer at fault, and also tried a patient controller; still couldn't get a telemetry reading. It was further stated that a number of clinician programmers and patient programmers were tried with the patient in different positions but still could not communicate with the patient's device. The patient was keen not to wait until the ins runs flat. No impedance values were available. No interventions were taken. The patient will be discussed with a neurosurgeon next week. The patient's last known settings were: 2+ 6+ 1- 5- 3.5 3.2v 210 210pw 130hz since the impedance measurements were not known an estimated longevity with 3 different impedances were calculated: 500 ohms: from implant to eri 9 months and from implant to eos 12 months 1000 ohms: from implant to eri 18 months and from implant to eos 21 months 1500 ohms: from implant to eri 2.1 years and from implant to eos 2.3 years. The patient's case was reviewed in the multidisciplinary team meeting and it was decided that the patient would undergo device replacement. A date for this has not been set at the moment. The nurse will let the rep know when this has been scheduled. The device will be retrieved and returned for analysis. If additional information is received, a follow up report will be sent.